Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer exceeded the shelf life of the filter and did not replace it in time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the reprocessor had the water filter expired and not replaced and scopes were reprocessed with it. There were no reports of patient harm as a result of this event.